Manufacturer narrative:
The attachment was received at the manufacturer for evaluation. Based on the investigation details, the likely cause of the reported condition of the device overheating was corrosion build-up in the attachment during use. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter and build in the attachment. Once enough corrosion and debris builds up in the attachment, it may cause the device to not work properly or can physically bind up the attachment. The attachment was scrapped.

Event description:
It was reported that the attachment overheated during an oral surgery. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.